Manufacturer narrative:
(B)(4). When the sales rep checked the operation video after the operation, the following things were found. The jaw seemed not to clamp something hard and not touch the thoracic wall or a forceps. Also, it seemed the deployed staples were b-formed shape and the knife moved forward till the same position of the deployed staples. The doctor commented that this case had been adversity. As of now, the patient condition is stable. We are presently checking the patient's detailed information such as age, sex, weight and primary disease. Three unused devices which had the same lot number as complained device would be returning. Besides, the operation video would be sent to us. As the tumor was big, the procedure was planned to convert from right lower lobectomy to right middle-lower lobectomy before operation. The visibility was so poor condition during operation because of big tumor. The doctor commented as follows; after hemostasis, this the device was used on the same target vessel. After that, the device was used on another vessel. Both firing were completed without any problems. Therefore, there were possible that the target vessel might be thick or the vessel might tore from distal end of staple line. (B)(6). Primary disease: diabetic mellitus (the patient had a tendency to bleed for diabetic mellitus). Status: the patient is ambulatory condition from the following day and his recovery is progressing nicely. But the patient may need medical follow-up due to the patient with poorly-controlled glycemia." Per the ees consulting md: I have had the opportunity to review the referenced video where it appears that the device, with a white load, had difficulty during a pneumonectomy. I spent a good amount of time looking through the video frame by frame during the ultimate moments. It appears that there was a fully complete and intact staple line that lasted several frames before catastrophically giving way. In my mind this indicates that the stapler functioned appropriately and well, but the tissue failed in response to the transection. The analysis results found that the atw35 device a was received sterile and in good visual condition, the original reload was loaded in the device. The reload was received fully loaded with staples. The device was opened and tested for functionality and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The analysis results found that the atw35 device b was received sterile and in good visual condition, the original reload was loaded in the device. The reload was received fully loaded with staples. The device was opened and tested for functionality and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The analysis results found that the atw35 device c was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. (B)(4). The analysis results found that the atw35 device d was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it clicked into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Ees engineer reviewed the video with ees consulting md and over all agree with his assessment of the device performance and that there was some form of failure resulting from the attempted transaction. Based on my observations the steps for use outlined in the "information for use" relative to waiting 15 seconds after closing the device before firing was not followed in all 6 firings observed. Observation 1: I viewed the video in its entirety once and the subject event frames numerous times with the following observations. Based on my observations of the video and the event description, the following may have occurred: my general observations after watching the subject portion of the video several times were: it appeared to me that the pulmonary vein may have been a challenge for the atw35 device from a physical size stand point. I could not be sure from the video views if the device completely captured the vein. My detailed observations based on frame by frame viewing are as follows: the staple line appeared to be complete and the staples appeared to have adequate form. As the device was being removed I observed what appeared to be vascular lumen or part of the vascular structure at the distal most end of the device. Which would suggest the device did not completely capture the vascular structure. The failure occurred at the distal end of the staple line in less than a second after the device was opened. The blood appeared to come straight out of the vascular lumen or structure observed at the distal end of the staple line. Summary: the above observations are based on the perceived conditions observed while viewing the video. The event description states that the surgeon felt the device was harder to close (compressing the vessel) than normal. Based on my observations that the size of the vessel may have been a challenge for the atw35, the higher force to close would be an indicator that this might have been the case. Taking into account the size of the vessel and how much elongation will take place during compressing the vessel. It is my opinion the bleeding resulted from the stapler not completely capturing the vessel, hence the cut line ended within the vascular lumen during the attempted transection.

Event description:
It was reported that during a thoracoscopy right lower lobectomy procedure, the device was fired on the pulmonary vein without articulation at the first firing. The doctor felt the force of grasping the closing lever was high, but the force of grasping the firing trigger was the same as usual. After the firing, bleeding occurred from the acral part of the staple line. The amount of bleeding was about 2000cc. Autologous blood transfusion was performed, but the amount was unknown. The procedure was converted to open and ligature was performed by hand to stop bleeding. Both sides of the target tissue were not clamped at the firing. Reinforcement material was not used.